Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-23630. It was reported that the patient presented to the hospital remotely on (B)(6) 2021 via merlin.net. Review of the transmissions showed that there was a radio frequency telemetry issue on the pacemaker. During further examination, it was noted that there was noise on the right ventricular (rv) lead. No intervention was done to the pacemaker or the rv lead. There were no adverse consequences to the patient.